Event description:
It was reported to philips that the customer's device experienced an unspecified battery related issue. There was no reported patient or user involvement and no adverse patient/user impact.